Event description:
It was reported that the lead was fractured. The patient required an MRI. This occurred during a full system explant. No adverse patient affects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection noted a stretched-out helix: the whole lead was returned and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 22.5 cm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue.

Event description:
It was reported that the lead was fractured. The patient required an MRI. This occurred during a full system explant. No adverse patient affects reported.

Event description:
It was reported that the lead was fractured. The patient required an MRI. This occurred during a full system explant. No adverse patient affects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection noted a stretched-out helix: the whole lead was returned and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 22.5 cm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue. This report contains an correction to section 8: device manufacturers only. Field h6: impact codes.